Event description:
The customer reported that while the unit was in use on a pt, blood was observed in the drive line, but the unit did not audibly alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.